Event description:
It was reported that the pt's implantable neurostimulator's were turning off. When the battery level was checked both implants did not show a green light indicating the battery was ok. No accident or incident was associated with this event. Refer to MFR's report #3004209178-2009-04812.

Manufacturer narrative:
(B) (4)